Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/03/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/13/2015 with the following findings: evidence of moisture ingress was observed behind the display lens. The pump failed a leak test due to a display lens leak; this device failure caused the reported moisture ingress issue. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported moisture ingress issue was confirmed during the analysis. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.